Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump also had a damaged battery cap coin slot.

Event description:
The customer reported an intermittent blank display. The display returns for about an hour when she twists the battery cap a certain way. The customer decline to conduct troubleshooting, and asked to have the insulin pump replaced. Nothing further was reported.